Manufacturer narrative:
It was reported that a patient was burned during electrotherapy. The device has not been returned for evaluation, the root cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.

Event description:
It was reported that a patient was burned during electrotherapy.